Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The reported field event of unknown death was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.